Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that they believe the patient's stimulation is off "again" because the patient was experiencing a strong return of symptoms. Caller stated that "all of a sudden they felt kind of off for a week and then it really got bad two days ago. They were unable to check the status of the device due to lack of programmer and recharger. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.